Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the subject device discovered that the guidewire was returned with the introducer tool, the distal section of which had a loose white substance on it. The ptfe coating was examined under magnification and it was revealed that it was scraped off at the 141 cm from the proximal end. Additionally, the guidewire was bent and stretched on its proximal end, most likely due to handling of the device during the procedure or shipping, but this could not be definitely determined. A functional testing was not performed due to the nature of the reported event. Sem (electron microscopy) and edx spectroscopy test indicated that the particles were likely from the polytetrafluoroethylene (ptfe) guidewire coating, caused by scraping of the coating by the insertion tool during use. Information from complaint indicated that the particles were observed during preparation when withdrawing the guidewire into the introducer tool. Therefore, an operational context was assigned to the event.

Event description:
It was reported that during loading of the guidewire, the interventionalist observed particles when withdrawing the guidewire into the insertion tool. There was no patient involvement.

Event description:
It was reported that during loading of the guidewire, the interventionalist observed particles when withdrawing the guidewire into the insertion tool. There was no patient involvement.